Event description:
It was reported that the patient received an inappropriate shock from the right ventricular (rv) lead due to intermittent episodes of t-wave oversensing (twos). It was thought it may be exercise related t-wave elevation. Correctable medical reasons for the twos and reprogramming were considered. The rv lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).